Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged after the implant procedure. The patient was pacemaker dependent; however, there were no patient symptoms reported with this clinical observation.